Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2016 it was reported that the patient fell and hit his head on a table and then the floor.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. The patient has been re-implanted on the contralateral side. This is a final report.

Event description:
In may 2016 it was reported that the bilaterally implanted patient fell and hit his head on a table and then the floor. The patient was re-implanted on (B)(6) 2016 on the contralateral side.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. The device has not been received for investigation yet.

Event description:
In (B)(4) 2016, it was reported that the bilaterally implanted patient fell and hit his head on a table and then the floor. The same trauma may have affected both implants, although no trauma to the right side is reported. The patient was re-implanted but the device has not yet been received for investigation.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2016 bilaterally implanted patient fell and hit his head on a table and then the floor. The same trauma may have affected both implants, although no trauma to the right side is reported. Patient has been re-implanted.